Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a coronary angiography performed for upper back pain in the patient, a computerized tomography (CT) scan revealed that the patient was experiencing pericardial effusion and cardiac tamponade, which resulted in a thoracotomy procedure. During the procedure, it was observed that the right atrial (ra) lead and right ventricular (rv) lead had perforated. The ra and rv leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.